Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: unconfirmed: no evidence provided h3 other text : see h.10.

Event description:
It was reported that 3 of the bd hypoint¿hypodermic needles were damaged. Report 2 of 2. The following information was provided by the initial reporter: the patient reported that all 3 syringes from last delivered of medication were defective. The plungers handles were not attached to gray stopper inside the syringe, plungers would not work on any of the syringes, needles were off set there was something white around the needles that "don't think that should have been there". Unknown if the product is on hand for return. Unknown if the md is aware. Unknown if the patient administered the product. Unknown if the patient missed any doses due to the defective items. Unknown if the md is aware. Unknown date of occurrence. Unknown if the patient experienced any side effects due to a defective product. No further information, dates, or details reported. Consent to contact the patient's hcp was not asked. All known information is contained on this form.